Event description:
It was reported as a general comment that when the dragonfly opstar imaging catheter is advanced over the hi-torque (ht) balance middleweight (bmw) universal ii guide wire, resistance is felt due to the guide wire being sticky. More force than usual is needed during advancement and during removal causing the dragonfly opstar to jump when being pulled out. A non-abbott guide wire is sometimes used with the same issue with the imaging catheter. After 30-45 minutes of procedure time and/or several pullbacks in different vessels, the imaging catheter is hard to advance and hard to remove over the guide wires. It¿s possible there are coating issues with the dragonfly opstar. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3 - date of event estimated as (B)(6) 202. D4 - a partial UDI was provided as the lot number is not known. H6 - medical device problem code 2017 clarifier - against resistance. H6 - medical device problem code 2017 clarifier - excessive force. H11 - the additional device referenced in b5 is filed under a separate medwatch report number. The device was not returned for evaluation. The reported difficulty to remove was not able to be confirmed. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Information from the field stated the device was advanced against resistance during device insertion/navigation, and excess force was applied to remove the catheter. The opstar instruction for use (IFU) instructs that the ¿dragonfly opstar imaging catheter should never be forced into lumens that are narrower than the catheter body or forced through a tight or heavily calcified lesion¿. Further, the IFU also states ¿if resistance is encountered during withdrawal of the dragonfly opstar imaging catheter: stop manipulation and evaluate under fluoroscopy.¿ in this case, it could not be determined if the advancement against resistance and excess force applied by the customer was the cause of the reported difficulty to remove; therefore, a letter will not be required but a letter was requested so will still be sent. Based on the reported information, there is no indication the reported difficulty to advance or remove is related to a potential product quality issue. In this case, it is possible that guidewire being used was compromised or damaged, the use techniques employed contributed or affected performance, or the hydrophilic coating of the catheter became worn after being used on the guidewire, which caused the reported difficulty to advance and remove; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.